Manufacturer narrative:
This is one of two mdrs. UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the native aortic position via 26mm commander delivery system and 14f esheath from the left tf approach, the commander balloon burst during valve deployment. The valve was deployed well. Bav was not used. There was no extra volume added to the balloon prior to the inflation. 23ml nominal volume was used for inflation and medium inflation technique was used. After the rupture, the commander was pulled back into the esheath and both devices were removed as a unit.  However, the devices became ¿stuck¿ and required a cut-down.  During the cut-down one of the operators pulled the device out prematurely causing a femoral artery injury. The vascular injury was repaired, and the patient was transferred to recovery in stable condition. Based on the pictures provided, it appears that there was linear delamination of the  914esa esheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation as it was reported to have been discarded. A no product return engineering evaluation was performed. Procedural imagery were reviewed and the following observations were made; post-procedural photograph confirms a radial and longitudinal balloon burst. The delivery system is fully inserted through the sheath with the distal end exiting out the sheath. There is evidence of withdrawal difficulty as the burst balloon is pulled over the nose tip. The DHR was reviewed and the work orders did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty.¿ a review of complaint history from july 2019 through june 2020 revealed additional returned complaints for the commander delivery system (all models and sizes) for the complaint code ¿¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty.¿ the complaints were reviewed based on similar reported events and associated root causes/evaluation codes. However, no manufacturing non conformances were identified and the associated complaint rate did not exceed the june 2020 control limit for the trend category. The following IFU/training manuals were reviewed for guidance/instruction involving the esheath and commander delivery system usage. Per the IFU and training: balloon burst-do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position, check for pv leaks under echo, if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployment valve to prevent potential embolization. Balloon bust: step by step- if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize of tear either in tee or via angio through the pigtail or catheter / delivery system. When removing, ensure the catheter /delivery system and wire and coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversation to surgery is recommended to remove the system and surgeon should be in the position to be able to evaluate the situation. Based on the medical assessment of the size, tortuosity, and extend of calcification of peripheral vessels, evaluate risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather using excessive force to pull the sheath/ delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on a review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The commander delivery system final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿balloon burst¿ was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Available information suggests that patient factors (calcification) may have contributed to the complaint event. The complaint occurrence rate did not exceed the control limit for the applicable trend category and no labeling or IFU/training inadequacies were identified. As such, no corrective or preventative action was required. The complaint for ¿delivery system ¿ withdrawal difficulty¿ was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Available information suggests that procedural factors (withdrawal of a burst balloon) may have contributed to the complaint event. The complaint occurrence rate did not exceed the control limit for the applicable trend category and no labeling or IFU/training inadequacies were identified. As such, no corrective or preventative action was required. The cause of the femoral artery injury is unknown, however may be due to patient factors (access vessel tortuosity/calcification) and/or procedural factors (balloon burst, device manipulation, excessive force).